Event description:
It was reported that intermittently the vertical column on the 9800 system was not operational. The case was finished and there was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. As a proactive measure replaced the ps3 power supply. The system was tested and found to be working as intended, and placed back into service.